Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Approximately two week post operative, the sutures broke causing a dehiscence. The patient was returned to the operating room to have the wound reclosed.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Approximately two week post operative, the sutures broke causing a dehiscence. The patient was returned to the operating room to have the wound reclosed.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.